Event description:
The patient says that the down arrow button began to require several presses to activate desired pump functions and the problem was gradually getting worse over time. She says she uses a damp rag with water to clean her pump. There is no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. All keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.